Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This document lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of heartmate 3 lvas. Arrhythmia is also listed as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed sustained ventricular arrhythmia which required direct-current cardioversion or defibrillation for treatment. The causal relation between the left ventricular assist system (lvas) and the arrhythmia was low but undeniable due to the patient's worsening right heart dysfunction. A surgical procedure was performed to replace the patient's cardiac resynchronization therapy defibrillator (crt-d) generator. The patient was hospitalized from (B)(6) 2021.